Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg implant site. As a result, surgical intervention may be pending to address the issue on a later date.

Manufacturer narrative:
A4 patient weight added to the record.

Event description:
Additional information received stated that the patient underwent surgical intervention on 17 may 2021 wherein the ipg was respostioned, resolving the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.